Manufacturer narrative:
The end user reported that he has had the issue in this area since last yr, six plus months ago. The end user reported that he changes his wafer every two to three days. He stated he uses allkare adhesive remover to his peristomal skin. He informed that has been applying calamine lotion due to the itching after cleaning and drying his skin; followed by allkare protective barrier wipes. He wen on to report that he applies stomahesive powder before the application of the calamine lotion and allkare protective barrier wipes. He informed that he uses ivory soap to cleanse his peristomal skin. The end user further stated that his wound ostomy continence nurse recommended nystatin powder for which his physician order a prescription approx 6 months ago, but he reported that he only used it for one week. The end user was instructed to f/u if the area worsens or does not improve. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected.

Manufacturer narrative:
The product associated with batch 3l02892 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports redness from 6-9 o'clock in the right lower quadrant under the mass that extended outward under the white tape coller. He reports experiencing some itching from this area.